Event description:
In 2006, the pt was implanted with a gore excluder aaa endoprosthesis. In 2007, the device was explanted and destroyed. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.